Event description:
Customer reportedly received results of 130 mg/dl on his meter and 70 mg/dl on emts meter within 10 minutes. No adverse event reported. Customer stated, he felt low around 10:00 (had slurred speech); given glucose tablets. Customer fell down and had a seizure; emts were called and customer was given juice and glucose tablets. Emts gave no additional treatment. No quality controls were used. Requested return of suspect device and replacement was sent.